Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that the patient had a fever since (B)(6) 2025 and got a checkup at the hospital on (B)(6) 2025. The patient had been hospitalized several times with a fever that was thought to be a driveline infection. Staphylococcus aureus infection was confirmed by blood culture before, but this time, the culture result was negative. When the patient was infected before, multiple antibiotics were tried and changed, which were ineffective, and eventually, cefepime and vancomycin were found to be effective; and therefore, the same treatment was started this time after hospitalization. As a result, the patient was discharged from the hospital on (B)(6) 2025, because the fever quickly went down and the inflammatory response decreased. Plan was to continue outpatient follow-up, and if there are similar symptoms, hospitalization for treatment will be provided.

Event description:
It was reported that on (B)(6) 2025 granulation tissue was observed at the driveline skin penetration site, presumably the source of infection. The patient was admitted from (B)(6) 2025 to (B)(6) 2025. Antibiotics were administered. This event was considered to be likely related to device.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.